Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a radical retropubic prostatectomy (rrp) procedure which resulted in the patient developing erectile dysfunction and incontinence. A year after the rrp procedure the patient underwent a sling implant surgery. The patient indicated the device was no longer working and thought that he did something to the sling by lifting heavy things when not supposed to. Patient also reported that the sing worked for the first two weeks and now considered getting an artificial urinary sphincter (aus) in the future. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.